Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 11/3/2023, it was reported by a distributor via (B)(4) that an ar-3636 knotless fibertak tip of the inserter broke during insertion. The anchor was implanted, and the back of the inserter was hit with a mallet to seat the anchor; upon removal of the inserter, it was noticed that the tip was broken. The surgeon looked for the broken tip and was satisfied that it was embedded in the bone of the glenoid and would not pose a future issue. This was discovered during a labral repair procedure. Additional information was received on 11/7/2023: this was discovered during a procedure on (B)(6) 2023. The case was completed using another ar-3636 knotless fibertak and was delayed ten minutes. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.